Manufacturer narrative:
(B)(4) date sent: 2/20/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: tatjana has indeed inserted the battery correctly into the stapler and placed it on the anal table. We have traditionally stitched in the cup at the level of the colon descendens. An experienced six-year assistant correctly performed the stapler anal and turned it out under laparoscopic vision. Then quickly connect both pieces and tighten gradually. When tightening, I do this every time in two times: first to halfway (= the middle line), wait 15s and then add quasi completely closed. When tightening to 'halfway' the light of the stapler was definitely on. When unlocking and trying to stack, nothing happened. The light turned out, too. We then replaced the battery with the one we used in the morning. This is unsuccessful. Then in dr. Came to the table on the assumption that there was an override function. This is unsuccessful. Then it turned out that there was no other powered circular cdh available... Afterwards we have added a manual stapler (this through the already perforated rectum), but this is apparently not compatible with the cups of the powered circular cdh devices. Result: recoupe at the level of colon descendens, an open rectum for at least 60 minutes, a prolongation of the procedure by 90 minutes and a higher risk of complications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, during battery installation, the device lit up. When it was time to staple, the device was silent and the light was no longer on. You cannot override the stapler. The non-powered stapler no longer fits the powered head. As a result, a new resection was necessary, and a new head was placed. This may have caused the hole to become larger, increasing the risk of leakage. The procedure was delayed by 15-30 minutes and they took a manual stapler and put the sutured head of the powered on the manual circular but of course it didn't work. They tried also a used battery of the previous procedure and then they cut out the head of the powered and took a new manual stapler cdh29b.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 782d23. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. A test anvil was inserted in the trocar and removed without difficulty. The tissue compression scale did not backlight turn on when the test battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. No conclusion could be reached on what caused the bulkhead damaged. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. Due to the event described of anvil issues, it could not be confirmed since a test anvil was inserted and removed without difficulty. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 782d23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. A test anvil was inserted in the trocar and removed without difficulty. The tissue compression scale did not backlight turn on when the test battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. No conclusion could be reached on what caused the bulkhead damaged. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. Due to the event described of anvil issues, it could not be confirmed since a test anvil was inserted and removed without difficulty. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 782d23, and no non-conformances were identified.